Event description:
During a follow-up, decreased sensing was observed. Chest x-ray noticed that the lead had moved slightly. The lead was explanted when reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.